Event description:
The customer¿s mother reported that her son¿s blood glucose was ¿high¿ (>500 mg/dl) after the cannula came out of his skin and that she had to pick him up from school because they would not let him ride the bus with bg over 500 mg/dl.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to assess the product condition. The caller reported that the cannula had dislodged from the infusion site. This could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns ¿check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery,¿ ¿because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin ¿ usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery,¿ and ¿if your reading is above 500 mg/dl, the pdm displays ¿high check for ketones!¿ this indicates severe hyperglycemia (high blood glucose). If you get a ¿high check for ketones¿ reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider¿s recommendation to treat hyperglycemia.¿ no product lot number was reported; therefore, no qualification record review could be performed.